Manufacturer narrative:
The device was not returned and was not received at boston scientific (bsc) for investigation. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the hemolysis and urinary retention were related to product performance of the farawave catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. If there is any further relevant information obtained, a supplemental medwatch will be filed. Furthermore, the off-label use of the farawave catheter was confirmed based on reported event information, however, the cause of why the user performed isolation on the posterior wall isolation is undetermined. The IFU only indicates the device for use for pulmonary vein isolation. The farawave catheter is indicated for the isolation of pulmonary veins in the treatment of drug-refractory, recurrent, symptomatic paroxysmal atrial fibrillation (paf). Therefore, the off-label use is traced to intentional off-label, unapproved or contraindicated use. Detailed product information was not provided to bsc, as the event occurred post procedure and the device had been disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis and urinary retention. Hemolysis was indicated as the patient had elevated creatinine the day following the procedure and the patient had not urinated at that time. Fewer than 60 ablations were applied across the pulmonary veins and the posterior wall. The posterior wall ablations are considered off-label use as the farawave catheter is only indicated for treatment of the pulmonary veins. Intracardiac echocardiography (ice) and a transesophageal echocardiogram were used throughout the procedure. The procedure was completed with no complications present at that time, but the following day hemolysis was identified. The patient was admitted to the hospital and received dialysis every other day. The facility was unable to provide further information on the patient's status at the time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Additional information received indicated that the patient remained on dialysis three months after the ablation procedure. The nephrologist believed that the patient will likely require ongoing dialysis long-term. While the patient was able to urinate, their kidneys were not effectively eliminating toxins, necessitating ongoing dialysis. The patient has since been discharged from the hospital. Further clarification from the physician indicated that the patient stopped dialysis in late january. Although the patient continued to feel unwell, their renal function was stable at that time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis and urinary retention. Hemolysis was indicated through the patient have elevated creatinine the day following the procedure and the patient had not urinated at that time. Fewer than 60 ablations were applied across the pulmonary veins and the posterior wall. The posterior wall ablations are considered off label as the farawave is only indicated for treatment of the pulmonary veins. Intracardiac echocardiography (ice) and a transesophageal echocardiogram were used throughout the procedure. The procedure was completed with no complications present at that time, but the following day the hemolysis was identified. The patient was admitted to the hospital and received dialysis every other day. The facility was unable to provide further information on the patient's status. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.